Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of no power. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During evaluation, observed that unit does not turn on and pca has burned components. There was no error has been identified. The device was scrapped.